Event description:
It was reported that when using the bd pyxis¿ es server, device struck in critical override and user unable to access medication. They attempted to remove the devices from critical override; however, the change did not reflect in hs or on the server, and no disk space issues were identified. Other machines did not function as expected in critical override, preventing access to all medications loaded in the devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where all devices were stuck in critical override. A technical support specialist (tss) reviewed the issue and identified that following the server upgrade, messages were not processing because the carefusion coordination engine (cce) services were repeatedly stopping, preventing message flow. The integration engineer (ie) found multiple structured query language (sql) insert errors, which were traced to insufficient disk space on the d: drive; once additional space was added, the cce services stabilized and messages began processing normally. During further monitoring by the customer support center (csc), the cce services stopped again, and a remote support service (rss) package was deployed to restart them, with further investigation required if the issue recurs. From a enterprise sever (es) perspective, the server was compliant. The critical override condition was mainly triggered by inbounddowndelay due to lack of incoming admission, discharge, transfer/patient information system (adt/pis) messages, influenced by configuration settings under facility and device options. The medication access issue may be related to user permissions or other factors and will require further investigation if it reoccurs. The tss provided findings per request of lbd leadership. The system functioned as intended after the technical support specialist assessed the device.